Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the following. During the procedure of the holmium laser enucleation of the prostate (holep), the endoscopic image became whiteout. This phenomenon occurred when the intensity of the aiming laser was ¿low¿ mode or the aiming laser was hidden behind the tissue. The user replaced the subject device with a similar device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, omsc investigated using a similar device, which shirakawa olympus owned. As a result of the investigation, omsc surmised that this phenomenon is attributed to a combination with incompatible laser output device. There were no further details provided. If significant additional information is received, this report will be supplemented.